Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4) distal tip detached. A visual examination revealed that the balloon was burst/ruptured with distal tip detached and missing. The catheter was inspected for cosmetics defects and none were found. The reported defect of balloon/burst ruptured was confirmed. This failure and the noted damages likely occurred due to procedural factors encountered during the procedure which limited the performance of the balloon, such as tortuous anatomy or a sharp exterior source. Based on the results of the investigation, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during a dilatation procedure in the pylorus. According to the complainant, during the procedure, inside the patient the balloon burst before maximum pressure was reached. Reportedly, there were no pieces of the balloon had detached inside the patient. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the distal tip was detached and missing.